Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(6). Event occurred in (B)(6). It was reported that the patient faced an adhesive event with an infusion set as the tape was not sticking. It was reported that infusion set came off when patient went to the restroom. No further information available.